Event description:
Device #3 of 5. Reference MFR report: 1627487-2014-26751, 1627487-2014-26752, 1627487-2014-26754, 1627487-2014-26759. It was reported the pt is experiencing a shocking sensation at the ipg site when he leans backwards. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.